Event description:
It was reported that multiple cartridges leaked during insulin delivery. The customer¿s blood glucose level fluctuated between 54 and 500 mg/dl when the issue was noticed. The customer successfully loaded a new cartridge and received a replacement cartridge through a goodwill order from technical support, although the original cartridge was unavailable for return.